Event description:
It was reported that stent damage occurred. Following pre-dilatation with a 2.5x20 apex balloon catheter and a 2.5x20 nc quantum balloon catheter, a 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent accordioned. There were no patient complications nor injuries reported.